Event description:
Customer claims that during set-up, the alarm sounds continuously when the magnet is attached. The batteries were replaced, however, there are wires disconnected from the battery terminal cap. There is no visible damage to the outside of the case. There was no pt incident or injury reported. Eval for the returned product shows when tested, the unit has an intermittent power.

Manufacturer narrative:
(B)(4). Eval, results: eval for the returned product shows when tested, the alarm has an intermittent power. The positive terminal connector is bent and does not connect to the battery. The battery snap hard cover is damaged. The battery door is missing. The tone selector feature does not work. (B)(4).